Event description:
A customer reported that silicone could not be removed during a vitrectomy procedure. The procedure was able to be completed with no patient harm. Additional information has been requested, but has not been received.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem of silicone could not be removed. The company representative checked the viscous fluid control (vfc) injection and extraction and found they were within the established parameters. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate (B)(4) similar reports for this system. (B)(4).